Event description:
Pt wearing insulin pump was hospitalized for dehydration from the stomach flu. Nurse called to be instructed on how to shut off pump. Pt also experienced hyperglycemia. Pump not returned for eval.